Manufacturer narrative:
Product event summary: the pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the patient pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged straps and seams can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the convertible patient pack did not work correctly because the strap and seam were coming apart.  The patient pack was replaced.  No patient complications have been reported as a result of this event.